Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angio-seal vip was returned for product evaluation. The returned device included the header bag, hemostasis sheath and carrier tube assembly. The carrier tube assembly was mated to the hemostasis sheath. The locking mechanism was set to rear lock position. The returned device was subjected to visual analysis. The anchor was observed to be within the hemostasis sheath. Functional testing was performed. The locking mechanism was reset to forward lock position and the anchor was observed to release. The device cap was pulled back to set the locking mechanism to rear lock position and the anchor was observed to become posted on the hemostasis sheath tip. A digital force was applied to the anchor and the collagen, tamper tube and clear stop were observed to release. No functional anomalies were observed. The complaint can be confirmed for device pullout. The exact root cause cannot be determined. The likely root cause is the user not placing the device in full forward lock position or an obstruction to the anchor posting. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device was inserted successfully. The anchor was set however as the user pulled back on the suture; the suture got torn. A 6fr procedural sheath was used with no issue with puncturing. Bleeding occurred in the procedure room, however there was no significant loss of blood. Manual compression was done, and hemostasis was achieved. The patient was treated as intended. There was no significant delay of the procedure. The procedure being performed was an intervention via a right femoral artery puncture. The patient had coronary artery disease. There were no difficulties with arterial access, sheath, guidewire or catheter insertion. There were no issues with insertion, deployment, or withdrawal of the device. The estimated blood loss was less than 250cc. The patient was in stable condition. There were no other devices or equipment used with the reported product.